Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, the machine gave problems with the infusion of air. There was very low infusion in posterior segment, flow not sufficient/ air was not sufficient, also when the pressure was pushed up to 60 the eye remained soft. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
With regards to this complaint a vfie module was returned for investigation. Investigation of the returned vfie module revealed no anomalies; it functioned within specifications. Conclusion is that the device performed as intended and that therefore this case is retrospectively declassified as not reportable. The device performed as intended and no problem was found, therefore, there is no need to review the risk management file.

Event description:
We have been informed that during procedure, the machine gave problems with the infusion of air. There was very low infusion in posterior segment, flow not sufficient/ air was not sufficient, also when the pressure was pushed up to 60 the eye remained soft. No report that actual patient harm occurred or surgery was prolonged > 30 min.